Event description:
It was reported that the asymptomatic presented in-clinic for follow-up. Upon review, the right ventricular channel exhibited noise resulting in instances of pacing inhibition. The noise could be recreated with isometrics. The right ventricular lead and pulse generator were removed and replaced on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.